Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
End user reports red, bleeding and open areas all around peristomal skin under the wafer and tape border. Has been this way for 15 years. States he has tried all kinds of wafers with and without tape border. Patient outcome was not reported.